Event description:
During the device evaluation of the returned lead anchor, it was found that a piece of silicone was missing. The manufacturer attempted to obtain additional information regarding the cause of this event, but no information was available. The location of the missing device fragment is unknown. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the lead anchor showed it was missing the silicone loop on the casing. The exact cause could not be determined. The manufacturing records were reviewed and no relevant nonconformities were found. The manufacturer is reporting this event due to the unknown status of the device fragment.